Manufacturer narrative:
The device history record (DHR) of lot number 5827310 was reviewed on (B)(6) 2019 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 55-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. Partial left sided deflation was noted. Upon receipt by mentor the device was received without fluid. Yellow material was observed within the device. During evaluation, a rent was observed within a crease on the posterior aspect measuring approximately 0.4 cm. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent within a crease was found on the device. At this time is not possible to determine the origin of the yellow material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 275cc saline prosthesis, catalog #3501640, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician. Right sided capsular contracture (baker's grade unknown), and partial left sided deflation was also noted. As a result, the device was explanted and replacement with mentor smooth round moderate profile 275cc saline prostheses was performed. The right sided deflation was reported previously on 1/3/2019. On 1/22/2019 additional information became available that revealed left sided deflation was received. This report relates to the left prosthesis. See 1645337-2019-07750 for contralateral prosthesis report.